Event description:
Information received by medtronic indicated that the insulin pump center button was sticking and labelling was coming off. Customer reported that retainer ring was loose, rainbow effect on screen and priming process was taking longer time to complete. The insulin pump was making grinding noise during rewinding and insulin had shot out during priming. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring=black. Customer complained on 01/06/2021 that the pump alarmed failed battery test and low battery alert. Complained the retainer ring is damaged and the keypad is pillowing. Complained the keypad is not functioning properly and the display has a rainbow effect. Complained has a prime anomaly and abnormal noise during rewind. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomaly or abnormal noise noted during rewind. However. Verified in the pump history download the pump alarmed pump error 41 on 1/23/2022 7:09:00 pm and pump error 43 on 1/23/2022 7:09:00 pm due to motor high current draw. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test or low battery alert noted during testing or in the pump trace download. Intermittent response from all buttons due to moisture damage to keypad traces. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No loose or damaged retainer noted. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No prime anomaly or abnormal noise noted during test. However, confirmed pump error 41 and pump error 43 in the pump downloaded history due to high current motor draw. No failed battery test or low battery alert noted during testing or in the pump trace download. Confirmed pillowing keypad overlay. No loose or damaged retainer noted during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.